Event description:
During a hip arthroscopy procedure, it was reported that the suture broke when surgeon was tying the knot. The anchor remains in the patient. It was reported that a new hole was drilled and another anchor was then used with success. It was confirmed that an arthropierce device was used and sharp edges were identified. It was reported that the surgeon initially used an arthropierce straight to pass the suture under the labrum. There was a back up device on hand to complete the procedure. There was a 2 minute delay in completing the procedure.

Manufacturer narrative:
Only a piece of suture was returned for evaluation. As reported an arthropierce was used to manage the suture during this procedure, which was identified to have a sharp edge. Due to these observations no root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).